Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be confirmed the report that the clip could not be reopened once attached to tissue. The clip opened repeatedly outside the endoscope however there was a significant "click" as the clip neared the closed position. This is an indication that the clip driver legs are partially opened. The device was advanced into a pentax ec3830-tl colonoscope in a simulated lower gi position with the tip in the maximum retroflexed position to simulate a worst case position. Inside the endoscope, the clip required a significant amount of movement of the sheath at the scope port to open the clip. The clip was closed onto two layers of simulated tissue. Attempts to reopen the clip at this point were unsuccessful. However, the clip was deployed on the simulated tissue with an expected amount of force applied to the handle. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. In addition, due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The instructions for use state: "to permanently deploy clip, pull handle spool toward handle thumb ring until clip detaches. Note: if separation of clip is not immediate, gently move catheter back and forth or use other endoscopic maneuvers to separate catheter from clip." Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a clipping procedure, the physician used a cook instinct endoscopic hemoclip. The device was advanced down the endoscope and attached to defect. The clip would not detach from the catheter. It would not deploy. The physician "tore" the clip off of the site and used another clip to continue the procedure. Only one (1) clip was used to clip the defect.